Event description:
It was reported to medtronic minimed that the customer experienced drive/motor anomaly, prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported being unable to exit the load reservoir process. The customer attempted to complete it again, but the pump could not complete the load reservoir process. The customer reported an insulin flow blocked alarm. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Pump rewinds properly during testing. No motor alarms noted during testing. Thump software was utilized and uploaded trace/history files properly. No delivery alarms were recorded on 05-dec-2024 at 09:14:49.000 until 09:43:00.000 during priming and bolus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection found moisture damage on motor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and scratched case. No delivery alarm, prime/fill anomaly and drive motor were not confirmed during testing. Exposed to moisture confirmed due to dried insulin on motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.